Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of interference appears from time to time was not confirmed. During the device evaluation, the image disappeared temporarily due to a cable break. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that interference appears from time to time on the hd camera head. The issue was found during an unknown procedure. There were no reports of patient harm. The customer reported interference appears from time to time on 11-may-2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: image disappeared temporarily due to a cable break.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, it was determined that the image was not displayed due to communication failure caused by cable failure. For cause of cable failure, it was determined that the cable was disconnected due to cable deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.